Event description:
A malfunction alarm with code malf 12 was reported. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, emailed reset instructions, and advised the customer to call back if the issue was not resolved.